Event description:
On 20jun2024 between 05:18 and 05:19 there were power cable disconnect, low power hazard, and no external power alams due to power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: loss of external power events were confirmed via log file analysis. The mobile power unit (mpu), serial number mpu-31804, was not returned for analysis. A review of the submitted controller event log file revealed loss of external power events active on 18jun2024 and 20jun2024 that were associated with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. A root cause for the loss of external power events could not be conclusively determined through this analysis. The relevant sections of the device history records for mpu-31804 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) (revision a) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU (revision a) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 IFU (revision a) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (revision a) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with cardiac arrest. Their batteries were depleted. Log files revealed low power advisory alarms on (B)(6) 2024 at 18:08 due to normal battery depletion. On (B)(6) 2024 at 06:34 power cable disconnect, low power hazard, and no external power alarms were noted due to power to the mobile power unit (mpu) being briefly interrupted. On (B)(6) 2024 at 18:25 power cable disconnect, low power hazard, and no external power alarms were noted due to power to the mpu being briefly interrupted. On (B)(6) 2024 at 16:04 low power advisory alarms occurred due to normal battery depletion. At 17:28 the low power advisory alarms developed into low power hazard. At 17:39 power cable disconnect and no external power alarms occurred. The emergency backup battery (ebb) activated. From 19:16 to 19:17 low flow, power cable disconnect, low speed advisory, and intentional pump stop alarms were noted. The system controller clock was reset due to the loss of all power. The clock was synced on (B)(6) 2024 at 14:33.